Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30s mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was treated with "fast-acting carbs" and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Date of event is approximate.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified related to the reported issue. Additionally, a different issue was identified. The information will be used for tracking and trending purposes.